Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received with multiple insulin pump errors. Customer¿s blood glucose was 7.5 mmol/l. Customer stated that, they are not able to rewind the pump. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device unexpected seated during rewind due to corroded force sensor, unable to verify an error in the motor was detected by reading unexpected value from hall sensor error alarm , hardware rtc date and time disagrees with the software maintained date and time. The date and time has reached value outside valid range, or perform rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to rewind anomaly. The motor, battery tube and electronic assembly found with traces of corrosion per visual inspection.